Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported the receiver was overheating. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not turning even with a good known battery. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver and battery were troubleshooted and a defective u6 at the main board was found. The receiver log was not downloaded and reviewed due to due due to receiver not turning on. The allegation was confirmed. The probable cause was a defective u6. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction and additional information is required.